Event description:
Crd_1036 - regent china pmcf (B)(4). It was reported that on (B)(6) 2022, a 21mm regent heart valve was successfully implanted in a patient. The patient was on warfarin 2.5mg daily as their anti-thrombotic regimen. On (B)(6) 2022, the patient developed a pericardial effusion which was drained by thoracentesis on (B)(6) 2022.the pericardial effusion did not lead to cardiac tamponade. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of pericardial effusion was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the patient was on warfarin daily as their anti-thrombotic regimen. The field also indicated that the pericardial effusion was believed to be as a result of the procedure and not due to the device. Based on the information received the cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.